Event description:
Initial potassium result 8.6 mmol/l. Same sample repeated using different methodology gave results of 7.6 mmol/l and 9.7 mmol/l. Sample drawn 2 and a half hours earlier on same patient gave potassium result of 7.1 mmol/l. Initial result was not reported. The user performed maintenance and troubleshooting activities.